Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7962ib ipg, implanted (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were capped and replaced due to non-specific lead failures. The leads were later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The analyst commented that the lead was returned with severe explant damage. This device was included in that field action, but returned product testing found the device did perform as described in the field action.